Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that when the battery has been removed for less than 24 hours, the time/date reset to the factory default settings. The patient experienced a blood glucose of 380 mg/dl with vomiting, and received no unusual treatments. The time/date issue is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2015 with the following findings:. Unable to verify a time/date reset to the default setting in the black box. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 6hrs. Bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed the pump cover; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.